Manufacturer narrative:
(B)(4). Methods: films. Results: insufficient information; cause is unknown. Conclusions: insufficient information; cause is unknown. Failure to delivery stent graft.

Event description:
The product was returned and analyzed. The complaint was confirmed; the delivery system was broken down to facilitate stent graft deployment. The root cause of the deployment difficulty could not be conclusively determined; however, access vessels tortuosity may have led to a small kink in the spiral cut lumen, which restricted movement of the tapered tip.

Event description:
An endurant ii stent graft system was used in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the bifurcated stent graft was deployed down to the contralateral limb. When the physician attempted to release the tip capture by turning the blue wheel clockwise, the wheel very quickly got stuck. On the scan the physician could see that the tip was not moving. There was a slight cracking sound while turning the wheel, but the tip did not move even a small amount. The physician attempted to disassemble the screw gear to manually release the suprarenal stents, but this was unsuccessful. The patient was converted to open surgical repair. The proximal end of the stent graft was pulled into the sac, and the distal end was pushed from the left iliac artery into the sac. The tapered tip was cut off during the open repair. The suprarenal stents were not entangled. There was no visible damage to the packaging, and no anomalies were noted during device preparation. No additional clinical sequelae were reported. A review of several returned still angiogram images at implant showed that the stent graft was deployed down to the gate. The suprarenal stents were still retained within the closed tip. The neck angulation did not appear to be excessive; however, the iliac arteries were tortuous. The cause of the deployment difficulties could not be determined from the films or from the photographs of the delivery system.